Event description:
Pt reports incidence of user error leading to hospital treatment for hypoglycemia. Pt reports that pt was out shopping and ran out of insulin. Pt changed the cartridge without disconnecting the infusion set, as instructed in manual, and caused hypoglycemia. Pt understands correct procedure and how to prevent. Pump not returned for evaluation.